Event description:
It was reported that the device exhibited error 42224. There was unknown patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: one device was received for evaluation. The device was last serviced in (B)(6) 2024 and there was no indication the complaint was related to previous service of the device. The customer reported problem error 42224 was verified in event log history but could not be duplicated. The probable cause of the problem was could be the intermittent main board. Preventative measure will be taken to replace the main board.